Manufacturer narrative:
This product has not yet been returned for analysis. This report will be updated should additional information become available or if the product is returned and analysis is completed.

Event description:
It was reported during a routine follow-up on (B)(6), the device was in eol (end of life) mode. During the previous follow-up in (B)(6) 2019, the magnetic frequency was 100, and the device was showing 2 years remaining. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported.

Event description:
It was reported during a routine follow-up, the device was in eol (end of life) mode. During the previous follow-up in (B)(6) 2019, the magnetic frequency was 100, and the device was showing 2 years remaining. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported. Additional information provided from the sales rep indicated the device was thrown out. Therefore, this report has been amended to reflect no product return.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during a routine follow-up on (B)(6), the device was in eol (end of life) mode. During the previous follow-up in (B)(6) 2019, the magnetic frequency was 100, and the device was showing 2 years remaining. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared (eol) earlier than previously estimated.